Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the iol was implanted but subsequently removed due to compromising the capsular bag. The iol was replaced with a different lens model. Additional information was provided indicating that there was a tiny rent in the posterior capsule at seven o¿clock not large enough to be a significant problem but upon inserting the lens and trying to rotate it the rent increased in size. The physician elected to remove and replace the iol with a sulcus non-toric multifocal iol. At one week the patient intraocular pressure (iop) was 28 and her visual acuity was 20/30 and should improve.